Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that decreased sensing was observed. The lead was capped and replaced during a device change out due to eol.

Event description:
It was reported that asymptomatic patient presented to operating room for change out due to normal eri. Externalized conductors were observed diagnostic imagining. No electrical anomalies were detected. Physician performed a venogram and the left side was occluded. The device was deactivated and lead remains implanted.